Event description:
Pt had transuretheral resection on 10/24/94. Post-operatively, nurse attempted to irrigate foley catheter and noted fluid escape. Foley catheter was expelled and rn noticed absence of balloon, retained in bladder. Cysto done but unable to retrieve foreign body.